Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported experiencing issues over the past year with tubing when administering tpn, hal, and lipids. The sets are occluding, disconnecting, and/or leaking from the filter. These issues have increased in the past month. There was no patient harm.